Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer; however a photo was provided and a photo review will be performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the ostycut disposable bone biopsy needle products that are cleared in the us. The 510 k number and pro code for the ostycut disposable bone biopsy needle products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a bone biopsy, the tip of the biopsy needle allegedly fractured. Reportedly, a handgrip was used during the procedure. It was further reported that the tip of the needle was left in the patient and will not be removed. The health care provider determined the fragment is not hazardous to the patient's health. There is no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. No additional complaint has been reported for this lot number previously. Investigation summary: the actual device was not returned for evaluation. However, a photo of the biopsy cannula was provided. Based on the photo it could be confirmed that the distal tip of the cannula was broke off. Based on the quality of the photo no additional assessments regarding the nature of the break or the potential cause could be made. Potential product and non product related factors that could have led to the reported event have been considered. Based on the information available and the photo of the device provided for evaluation a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently describe the correct application of the product. In section 'warnings' it is stated: "in case the ostycut biopsy cannula cannot be removed smoothly from the punctured bone area, do not attempt to loosen the ostycut biopsy cannula by oscillating movement of the cannula. Instead, it is advised to loosen and remove the ostycut biopsy cannula from the punctured bone area by simultaneously applying counterclockwise rotation and traction." The IFU further states: "advance the ostycut biopsy cannula in parallel with the anaesthesia needle to the periosteum and screw the cannula into the bone wall. For reasons of safety the stylet remains within the cannula during this procedure. As soon as the threaded part of the cannula obtains a grip in the bone, hold the needle hub in place and withdraw the stylet. Continue puncture by further clockwise rotation of the ostycut biopsy cannula until the opposite internal bone wall is reached, since this enables easier detachment of the tissue cylinder."

Event description:
It was reported that during a bone biopsy, the tip of the biopsy needle allegedly fractured. Reportedly, a handgrip was used during the procedure. It was further reported that the tip of the needle was left in the patient and will not be removed. The health care provider determined the fragment is not hazardous to the patient's health. There is no reported patient injury.